Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The exact cause of the patient's outcome could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented.

Event description:
Olympus was informed that during an unspecified procedure, the tip of the device broke off and fell inside the patient. The broken piece was successfully retrieved but the patient sustained a trauma. The extent of the trauma was not specified. Olympus followed up with the user facility via phone and in writing to obtain additional information regarding the reported event but with no results.